Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 3x3.5mm target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. A 32x3.50mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a promus premier ous mr 3.50 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified proximal damage. Strut 1 from the proximal end of the stent was lifted and pulled in a distal direction. The remainder of the stent was undamaged. The crimped stent outer diameter (od) of the undamaged section was measured which is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified no issues with the hypotube. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. There was a hardened white substance evident in the outer shaft polymer extrusion. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 3x3.5mm target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. A 32x3.50mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.